Event description:
It was reported that the insulin gauge on a pump displayed a different amount than expected, showing a fill estimate of 0 units instead of more than 200 units. There was no adverse impact to the customer¿s blood glucose level. The customer worked with technical support to reload the same cartridge and delivered a 10.2 unit bolus as instructed, which resolved the issue as the displayed and expected fill estimates matched after taking these actions.